Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-00856. It was reported the patient was presented to the hospital for a scheduled implant procedure. During procedure, the patient's right atrial (ra) lead and left ventricular (lv) lead exhibited over-sensed noise resulting in inappropriate automated mode switch (ams) episodes and elevated capture threshold measurements respectively. No intervention was performed. The patient was reported to be in stable condition.